Event description:
It was reported that the tubing appears to be cut at the zero stopcock, where the tubing meets the luer connection on two devices before use. No patient complications were reported.

Manufacturer narrative:
Device not returned.